Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad (B)(6) 2018: (B)(4) has been re-opened to (B)(4) due to receipt of ppf. Ppf alleges elevated metal ions after first revision. Liner will not be reported since it is a polyethyelene and stem was already reported in first revision. Doi: (B)(6) 2011- dor: not reported (right hip). (B)(4)- first revision. The patient is bilateral. See (B)(4).

Manufacturer narrative:
(B)(4).